Event description:
It was reported that the patients stimulation was no longer adequate. The patients right lead had high impedances and the x-ray result appeared the lead was broken just below the anchor. Additional information was received that the patient underwent leads replacement procedure and was doing well postoperatively. The explanted leads will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5123690.

Event description:
It was reported that the patients stimulation was no longer adequate. The patients right lead had high impedances and the x-ray result appeared the lead was broken just below the anchor.